Manufacturer narrative:
Covidien technical service advised the customer to try to do ground isolation and a ventilator inoperative test and run the unit a day or 2 to try to duplicate the issue. Covidien ref.: (B)(4).

Event description:
Covidien received info stating that an 840 ventilator had ventilator inoperative error code. There was no pt involvement. The date of the event is unk.